Manufacturer narrative:
(B)(6) h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an air in line sensor. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/24/2024. H3: one device was returned for repair in used condition with complaint of air in line sensor. This device has not been serviced within the review period. No applicable evidence to review in event history log. The primary problem was verified by functional testing. The cause is air detector. Reapply loctite to specification to correct the issue. The device passed all functional tests after the repair.